Event description:
Prothrombin time results converted to international normalized ratios (inr) were observed to be unexpectedly high on pt specimens using tas pt test cards compared to the lab reference method.